Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Device code: (B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the basket was extended and the tip was intact. The handle cannula was found detached from the handle. The device was disassembled and found screw marks present on the handle cannula. The distal and proximal screw depth were measured and found within specification. No other issues with the device were noted. Based on all available information, it is most likely that user manipulation during the actuation of the device and/or some technique applied provided extra tension to the device resulting in detaching the handle cannula from the handle. Therefore, the most probable root cause for the handle detachment is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
A trapezoid rx basket was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and found the handle cannula was detached from the handle. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.